Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 56 mg/dl. Customer was able to successfully clear the alarm. Customer performed self test and it did not pass. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and selftest. No audio anomalies or hardware low level failures noted during testing. Audio levels changed when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Hardware low level failures confirmed in insulin pump history with variable (03) due to broken trace at keypad assembly (pins 1 & 6).